Event description:
Customer's mother called stating the battery is dead for her daughter's insulin pump and she cannot remove the battery cap. Customer's blood glucose is 263 mg/dl. Customer treated with the insulin pump. She could not remove the battery cap with a quarter or a screwdriver. Customer was advised to discontinue use of the device if the battery is low. The device needs to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.